Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 500 mg/dl. The customer was unable to troubleshoot but wanted the insulin pump to be replaced. The insulin pump will be returned for analysis.